Event description:
It was reported that the patient with this pacemaker experienced multiple syncopal episodes and presented to the emergency room for evaluation. A field representative phoned the hospital physician, and the physician explained the patient was concerned about the device battery. The field representative instructed the physician to apply a pacemaker magnet to the device whilst the patient was attached to monitoring. The physician applied the magnet and noted both atrial and ventricular capture and established the battery was in fact in good condition. The physician noted the syncope was likely from another origin, but the root cause of the patient's syncopal episodes was not determined and/or not communicated to the field representative. No injury or complication was conveyed to the field representative during their phone conversation with the physician. This product remains in service, and the patient was encouraged to attend their pacemaker clinic once discharged from the hospital as they had not followed up for a while.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.